Event description:
It was reported that the patient experienced nausea, ringing in her ears, ticking in the leg and heightened emotions when therapy was turned on and subsided when the therapy was turned off. The patient underwent spinal cord stimulator (scs) explant procedure, and all explanted devices were disposed by the facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial/batch: (B)(6).